Event description:
The pt reported that her infusion device completely shutdown without warning. The pt was made aware of the power pack recall and knows to change the power pack every 2 weeks. The pt stated that she went to check her bolus history and then noticed that her infusion device shutdown. The pt stated that the power pack was, "not more than a couple of months old, but she always got a lot of lifetime out of them." The pt's blood glucose did elevate to 400 mg/dl. The pt had symptoms of not feeling well with her elevated blood glucose. To address her elevated blood glucose, the pt changed out her power pack and administered a correction bolus. The pt's target blood glucose is 100 mg/dl. The pt did not require medical assistance by a health care professional. The pt discarded the product; therefore no product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.